Event description:
Valve thrombosis of the on-x mitral valve prosthesis. Comments from surgeon's operative notes: 3rd-time re-do mitral valve replacement (mvr). Patient known to have had recent problems with supervision of the valve by the local clinic (i.e., non-compliance to anticoagulation therapy). The valve was obstructed with clot involving both hinges and only one of them could move and that had limited movement. There was clot on the atrial wall close to the valve. Replace with onxm-25 (4th mvr). Patient recovered from the surgery.

Manufacturer narrative:
Device has just arrived at onxlti and will be evaluated. It will be sent to our supplier of pathological analysis. In every case of pathological analysis of a thrombosed valve from south africa, the pathologist confirmed that the material was thrombus. At this time, we do not expect to learn anything in addition to the confirmation of thrombus. Thus, a follow-up report is not expected to be necessary.